Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the tissue pad was severely worn out. The reported event is inferred to have occurred through the following mechanism. Based on past investigation results, it can be inferred that the grasping section was closed without grasping any tissue (including after tissue resection) while the output was activated in seal & cut mode, resulting in severe wear of the tissue pad. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited that the tissue pad was severely worn out. There were no reports of patient involvement.